Manufacturer narrative:
Customer did not provide product information. Therefore, lot number, part number and other product information is not available at this time.

Event description:
It was reported that a cadd ms3 cartridge was leaking from the vial post access using an adapter with a syringe change of remodulin.